Event description:
During a lap chole procedure, a slight struggle to get it into the 5mm trocar. Upon firing the first clip, it closed unevenly. Clips 2 and 3 jammed and loaded at the same time on the 2nd firing. Used another clip applier to complete the case. The first firing was over the cystic duct, with no catheter, clips, metal; nothing. No cholagiogram performed. No patient consequence.